Event description:
It was reported that artificial urinary sphincter (aus) was explanted due to device not working as intended. The patient underwent a surgical procedure and it was observed that the pressure regulator balloon (prb) was behind the scrotum prior to the revision. It was suspected that the device was not working due to the prb being located there. There were no patient complication reported.